Manufacturer narrative:
Device evaluated by MFR. : promus premier select ous mr 38 x 3.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section were lifted form the crimped profile. The undamaged stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on28jul2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending artery. A 38 x 3.50mm promus premier select drug eluting stent was advanced for treatment. However, the device could not cross the severely tortuous and mildly calcified lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. However, returned device analysis revealed stent damage.